Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) replaced the module board, cables were reseated, and debris was checked to resolve the issue. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a drawer was not detected on the bus. The customer reported repeatedly having to recover the drawer or shut down the pyxis system in order to restore drawer detection. The issue continued to present as "not detected on bus." The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.